Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level under 40 mg/dl. The customer alleged that the pump delivered a bolus that the customer did not request. Tandem technical support (tts) reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.